Event description:
Pt found unresponsive, unconscious, pulseless, not breathing. No bystander CPR. Pt presented in pulseless electrical activity rhythm and progressed to ventricular fibrillation. Zoll monitor/defibrillator would not charge up. Another unit was called for to exchange defibrillators. The connector for the electrode pads was touched and a rhythm was on the monitor screen. After changing electrode pads, pt was defibrillated.